Event description:
A device report from (B)(4) indicates a hospital in the (B)(6) reported: pt was implanted with a uss construct date unk. It was discovered on an unk date there is a loosening of the implants. The product was not reported as explanted, remained implanted. No further info is available. Additional info has been requested. This is 4 of 16 reports for this complaint.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.